Event description:
See initial report submitted on (B)(4) 2012.

Manufacturer narrative:
The device was explanted but the exact date is unknown. Visual examination of the device, review of the device history record, review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot. Visual examination of the returned specimen revealed that the specimen was returned in formalin. It was roughly rectangular in shape and measured approximately 5 x 6cm. It was grayish in color. Review of the device history record confirmed that the lot passed all qc acceptance criteria. (B)(4). As of (B)(4) 2012, there were (B)(4) devices distributed from lot s10521, including (B)(4) devices reported as implanted, with two prior clinical complaints reported to lifecell against this lot. Based on internal investigation, the device met qc release criteria at the time of release. The device was implanted in 2009, and as per physician statement, the device appeared fully incorporated.

Event description:
Strattice was implanted in an immediate breast reconstruction with tissue expander on (B)(6) 2009. It was reported that the patient had recurrent infection and the surgeon explanted the strattice in 2012, exact date unknown. The physician said the strattice appeared to be fully incorporated. The type of infection, date of onset, symptoms, and treatment given were not reported.

Manufacturer narrative:
The returned device was sent for pathological analysis. This is a follow-up report with the results of that analysis. The pathology report was received on (B)(4) 2012. The report states "the strattice exhibits good ingrowth of both capillaries and fibroblasts. No significant acute inflammation is seen. Chronic inflammatory cells are present surrounding larger caliber vascular structures which are predominantly present outside the capsule. No appreciable necrosis is seen. No granulomas are appreciated. There is no evidence of ongoing infection in any of the sections. Special stains for bacteria and fungi are performed and are negative. In summary, sections are of breast capsule with a long term strattice graft. The strattice graft is well incorporated. There are no signs of active infection."